Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use; resulting in the decision to explant the device. The implanted device remains at this time, however; explant and reimplantation is planned but has not taken place at the time of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed on july 11, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown whether the patient was reimplanted with a new device as of the date of this report, (B)(6) 2015. Device not received by manufacturer.